Event description:
The pt was scanned with the knee/foot coil in feet first position. The left knee was examined. The cable was routed on the left side of the pt out of the gantry towards the pt's head. The left thigh made contact with the interface box of the coil. Directly after the exam, a 1st degree burn was found; the morning after it was reported to have developed into a 2nd degree burn with a size of > 1cm, located on the left thigh.

Manufacturer narrative:
(Conclusions): this burn was most likely caused by rf interference, facilitated by the lack of distance between the coil cable interface box and the pt's skin. The pt's left thigh was reported to have lain on the coil cable interface box during the examination; no separation measures were taken, the effective distance was 0 cm. The coil was tested on site and all values were within specification. In the instructions for use, clear warnings are given to keep a distance of at least 2 cm between the pt and the coil/cable assembly. In this particular case, there was no distance kept at all. Note: the indicated importer has received FDA exemption (B)(4) to submit one FDA form 3500a to satisfy both the importer (803.42) and manufacturer (803.52) for the same event. (B)(4).